Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the main drawer 1.1 had failed and displayed a Not Detected on BUS error. The customer performed both a soft and hard reboot on the station, but the issue still persisted. The drawers were stuck in the closed position.As per part investigation, it was determined that Crossed continuity between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (P/N 353844-01) which led to the observed thermal damage, shorted MOSFET Q501 on the Drawer Controller Board, faulty "PCBA PMC v1.06/v0.09BL HH", P/N 151630-01 due to physical damage and faulty "SOLENOID 12VDC LATCH" which exhibited thermal damage in the coil.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 01-MAR-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MAIN ENHANCED HALF HEIGHT DRAWERS 1.1 AND 1.2 FAILED TO BE DETECTED ON BUS. A FIELD SERVICE ENGINEER (FSE) CHECKED THE BACK OF DRAWERS AND FOUND LIGHT EMITTING DIODE (LED) LIGHTS WERE NOT ON WITH BURNING SMELL. FURTHER, THE FSE FOUND THAT THE DRAWER 1.2 RETRACTOR BAND HAD A BURNING LINE THAT WAS STARTING FROM THE BEGINNING TO THE END OF THE FLAT FLEX CABLE AND THE END OF THE CABLE WAS PARTIALLY CONNECTED TO THE MODULE BOARD. THE SOLENOID ALSO HAD A BROWNISH BURNING SPOT ON THE WHITE PLASTIC PAPER WRAPPING AROUND THE SOLENOID. THE MODULE BOARD HAD NO LED LIGHTS, THEN CONNECTED DRAWER 1.2 WITH NEW RETRACTOR BAND WITH NO LED LIGHTS. THEN THE FSE REPLACED A MODULE BOARD, A CONTROLLER BOARD, A SOLENOID, AND A RETRACTOR BAND AND RESEATED ALL CABLES TO RESOLVE THE ISSUE. THE MISSING OR DAMAGED SLIDE BUMPERS ON DRAWERS 1.1, 2.1, 2.2, 3.1 AND 3.2 WERE ALSO REPLACED. THE CUSTOMER ALSO TESTED IT WITH NO ISSUES. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES THE MAIN DRAWER 1.1 HAD FAILED AND DISPLAYED A NOT DETECTED ON BUS ERROR. THE CUSTOMER PERFORMED BOTH A SOFT AND HARD REBOOT ON THE STATION, BUT THE ISSUE STILL PERSISTED. THE DRAWERS WERE STUCK IN THE CLOSED POSITION. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ES - Failed Drawer was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU testing process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that main enhanced half-height drawers 1.1 and 1.2 failed to be detected by the bus; diagnostics confirmed that both drawers were not detected. Upon inspection, no LED indicators were present, and a burning odor was noted. After removing the rear panel, the FSE observed that drawer 1.2 had a retractor band with a burn trace extending along the flat flex cable, with the cable end partially connected to the module board, and the solenoid exhibited a brown burn mark on its white insulating wrap. Power checks at the module board showed no LED activity, and replacing the retractor band did not restore indication. The FSE proceeded to replace the module board, controller board, solenoid, and retractor band, after which all cables were reseated and functionality was restored. Additionally, missing or damaged slide bumpers were replaced on main drawers 1.1, 2.1, 2.2, 3.1, and 3.2. The customer verified proper operation with no further issues.During DCHU Visual InspectionP/N 353844-01: was received with black marks and copper strands exposure.P/N 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components.P/N 151630-01: the part was received with a detached connector (J402).P/N 353578-01: was received with discoloration on the coil cover, sign of thermal damage.During DCHU TestingP/N 353844-01: the testing from DCHU was not necessarily due to the thermal damage observed on copper strands during the visual inspection.P/N 151622-01: failed the DMM testing due to low resistance measurement result between TP502 and TP505.P/N 151630-01: no further testing was required due to physical damage found during the external inspection.P/N 353578-01: further testing was not required due to thermal damage found during the external inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint of "ES - Failed Drawer" was due toCrossed continuity between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (P/N 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.A shorted MOSFET Q501 on the Drawer Controller Board (P/N 151622-01) which led to circuit instability and ultimately compromised the drawer's functionality.A faulty "PCBA PMC v1.06/v0.09BL HH", P/N 151630-01 due to physical damage which prevents the proper functionality of the whole board.A faulty "SOLENOID 12VDC LATCH" which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES THE MAIN DRAWER 1.1 HAD FAILED AND DISPLAYED A NOT DETECTED ON BUS ERROR. THE CUSTOMER PERFORMED BOTH A SOFT AND HARD REBOOT ON THE STATION, BUT THE ISSUE STILL PERSISTED. THE DRAWERS WERE STUCK IN THE CLOSED POSITION. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.